Event description:
Reportable based on the investigation completed on 08may2015. During a procedure, pre- intravenous ultrasound (ivus) was performed using an opticross¿ imaging catheter in order to visualize the moderately calcified and severely tortuous obtuse marginal branch. However, when the imaging catheter was advanced manually to the target lesion, a non-uniform rotational distortion (nurd) occurred. The catheter was then removed from the patient¿s body and imaging was performed outside, but still, the same issue occurred. The procedure was completed using another of the same device. No patient complications reported and the patient's status is good. However device evaluation revealed of a partial separation at the sheath lap joint section of the device.

Manufacturer narrative:
(B)(4). Device evaluated by MFR: the complaint device was returned for evaluation. Evaluation of the returned device revealed a partial separation at the sheath lap joint section of the device. Fluid was leaking sheath lap joint junction between the blue sheath and clear imaging window tubing. Impedance testing shows a good unit wave form. Full image characterization cannot be performed due to lap joint. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause was unable to be determined. (B)(4).